Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was noticed to be broken during inspection.

Manufacturer narrative:
The device was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that a small piece of the central post of the tasp fractured off. All the pieces were returned for investigation. There was heavy cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for approximately one year and eight month. It is unknown for how many times the device is being used. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.